Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4), premarket submission # k092313, k172831, k191910. The device history files were analyzed. On (B)(6) 2025, the pump was connected to the mains during ongoing therapy. At 03:33 pm the pump was disconnected from thw mains with a maximum capacity of 872 mah. Due to the low battery level, the battery near empty alarm occurred directly in the same minute but was not confirmed by the user. Thirty minutes later, at 04:03pm, the battery end alarm occurred, which was also not confirmed, and the pump remained disconnected from the mains. Consequently, at 04:06am the pump automatically turned off due to low battery status. The complaint is not confirmed. The near-end and end battery alarms occurred. The pump was not reconnected to the mains for 30 minutes between the two alarms. The near-end battery alarm occured right after the pump was disconnected from the mains. Urgent hint for customer: according to the log files, the battery has a maximum capacity of 872mah. Please perform a battery check on the pump according to the current version of the service manual from the service portal.

Event description:
According to the event description: pump auto shutdown during transport. User claims that pump is always on. Ac power unless transporting patient. Since the transport takes around 15 minutes, pump should not turn off during transport. No patient complications were reported as a result of this event.